Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed a shaft break, shaft damage and stent damage. There was a shaft break approximately 5cm from the strain relief. Kinks, bends and stretched areas were present throughout the catheter. The sds was returned loaded over a guidewire, confirming that the guidewire was adhered to the lumen of both sections of the sds catheter. The separation sites were inspected under magnification and the damage indicated the separation was likely due to tensile overload. Further examination of the distal end of the sds revealed stent damaged. The struts on the last row from the distal end were flared. The stent had moved 6mm distally from the proximal markerband and the balloon appeared to be bunched up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-01435. It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesion was located in the ostium of the circumflex. A 3.0x8mm taxus liberte stent delivery system (sds) was advanced on a choice pt extra support guide wire. During advancement, it was noted that the shaft of the sds kinked. The sds locked on the wire and everything had to be removed as a unit. To successfully complete the procedure, the physician used a new guide wire and sds. There were no patient complications and the patient's current condition is listed as 'ok'.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2010-01435. It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesion was located in the ostium of the circumflex. A 3.0x8mm taxus liberte stent delivery system (sds) was advanced on a choice pt extra support guide wire. During advancement, it was noted that the shaft of the sds kinked. The sds locked on the wire and everything had to be removed as a unit. To successfully complete the procedure, the physician used a new guide wire and sds. There were no patient complications and the patient's current condition is listed as 'ok'.